Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the outer tube was severely bent. The damage to the outer tube would prevent the device from firing properly. Additionally, the bottom jaw and rotation tab were both bent. The returned sample appears used as there is biological material present on the device. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "misfire during use" was confirmed based upon the sample received. The sample was returned with the outer tube severely bent along with both the bottom jaw and rotation tab bent. Functional testing could not be performed since the damage to the outer tube would prevent the device from firing. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that the device would not fire properly.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73l1800544. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device would not fire properly.